Manufacturer narrative:
Correction: to b5 and h6 for coding should have been failure to advance not difficult to advance. The reported events were lead dislodgement, high capture threshold, high lead impedance and unable to insert a stylet. As received, a complete lead without a stylet was returned in one piece. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.

Event description:
It was reported that during implant device interrogation revealed high pacing impedance, high capture thresholds, dislodgement and failure to advance on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.